Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon reports patient a status post left total hip done on (B)(6) 2017 had fallen and now has a peri prosthetic fracture of the left hip. Surgeon decided to revise the hip to a restoration modular stem and apply cables to reduce the fracture. The procedure was performed through the anterior approach following the restoration modular surgical technique. Cables were applied, once satisfied with the stability the final head was impacted and the surgical site was closed.